Event description:
It was reported that patient was implanted with an inflatable penile prosthesis (ipp) on (B)(6) 2020. About 10 days ago, patient started trying to pump the bulb and have tried about 20 times using all kinds of different ways to develop pressure on the bulb. One hand, two hands, even a wood chair underneath and both thumbs on top. Patient has been unable to generate enough force to pump the bulb which seems completely full when he tries and will not yield to his efforts. It seems to patient like he needs padded channel lock pliers or something like that. Patient liaison has shared trouble shooting technics with patient and has reached out to rep for assistance with patient.